Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the nurses cannot pull medications after renewing an order and pyxis showed stop date in order information, but the timing record showed still active. A technical support specialist called customer and spoke with inpatient pharmacist. Patient was discharged and no new sample available. Customer granted permission to close the ticket. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the nurse was not able to pull medications after renewing an order and pyxis showed stop date in order information, but the timing record showed still active. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.